Event description:
Initial results for two patient sodiums were 128 and 129. When repeated, the results were 138 and 137 respectively. The incorrect results were not used to determine therapy. The field service representative was unstable to confirm there was any malfunction of the system.